Manufacturer narrative:
The pump was returned and found a low battery reset had occurred but could not determine the cause. The catheter was returned and no significant anomalies were identified. Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were sent back with no complaint. Analysis was performed and an anomaly was found.